Manufacturer narrative:
(B)(4). In the event the unit is received and the evaluation is completed or in the event additional information becomes available a follow-report will be submitted. The customer is not sure if there was any patient involvement. At this time the customer is waiting for the unit to be serviced and is not sure if parts will be available for evaluation. (B)(4).

Event description:
Per the customer the event date is unknown. The uim on this vent went blank. It was pulled out of service and is awaiting service. The customer stated that he is not sure if the event occurred on a patient or not.